Event description:
On (B)(6) 2009, the pt called for assistance with changing her insulin cartridge. She was assisted per the user's manual. She became confused and she removed the insulin cartridge from the infusion device. The insulin cartridge plunger became stuck to the piston rod and all of the insulin spilled into the cartridge compartment. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. The pt was assisted with setting up her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.